Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and upgraded the backlight inverter pcb. The ventilator then passed all testing.

Event description:
It was reported that a ventilator display became erratic. There was no patient involvement.